Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for malignant pain and ovarian cancer. It was reported that the patient had cancer and it was clear she was going to hospice before the pump was placed. The cancer was getting worse and they needed to increase the patient medication, but they wouldn¿t do so with the pump in mind. They did a dose increase 10 fold over a week. The healthcare provider (hcp) withdrew the medication in the pump and put in stuff 10 times stronger. The consumer stated ¿it started out 0.1999 and ended up being 5.0¿. The patient was falling in and out of consciousness during the last two weeks of life. The pump was the primary source of pain relief. The consumer stated that the manufacturer needed to train more hospice people about the pump and working with hcps to adjust the medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.